Event description:
The customer reported that the system locked up during cases and would not display images. There is no report of pt injury of death.

Manufacturer narrative:
A ge representative evaluated the system and replaced blown fuses, the interconnect cable, and a power supply. The system operates as intended.